Manufacturer narrative:
Results: the catheter appears to be ovalized approximately 10.0 cm from the distal tip. There are also ovalizations throughout the entire proximal shaft at the approximate locations: 15.0cm, 18.0 cm, 29.5 cm, and 37.5 cm from the distal end of the hub. Conclusion: the complaint has been evaluated. The complaint indicates that a vetech micro catheter was unable to successfully pass through the lumen of the neuron 070. Upon evaluation, it appears that the distal portion of the neuron 070 approximately 10.0 cm from the distal tip moving proximal was ovalized. Additionally, there are ovalizations throughout the proximal portion of the neuron 070. The damage to the catheter shaft compromises the lumen i.d. And can prevent a compatible device form being advanced inside of the catheter. Based on the description of the event and the condition of the returned device, this damage likely occurred due to user handling during removal from the packaging and preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Physician was not able to pass a vetech microcatheter through a penumbra neuron 070 delivery catheter. He replaced the neuron 070 with another of the same kind and was able to easily pass the microcatheter through it.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.